Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 27 mg/dl. Contact gave customer glucagon to address bg and paramedics transported customer to emergency room (ER). Customer arrived to ER with bg of 44 mg/dl. Reportedly, the customer was monitored by staff as glucagon was taken prior to arriving at the ER. Customer left ER with bg of 263 mg/dl and the customer reverted to manual injections. The cause of bg was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2018. Insulin delivery was suspended on (B)(6) 2018 by an alarm 08 (out of insulin). Partial cartridge change sequence was performed on (B)(6) 2018 including two back to back fill tubing steps. A third fill tubing step was initiated on (B)(6) 2018 however the cartridge change sequence was not completed successfully. Complaint could not be confirmed. The pump was not being used for insulin delivery on (B)(6) 2018. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.